Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the objective glue missing.based on the result, we concluded that it was caused due to the excessive force applied on the objective glue. In addition, we confirmed that the root brace rubber flared, and the brand plate worn out correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Rest of cleaning brush stuck in operation channel. This event occurred at the time of during inspection. There was no report of patient harm.